Manufacturer narrative:
The reported event of a real time clock reset was confirmed on the returned controller, con180798. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination and functional testing. The controller was received with its real time clock (rtc) reset to zero. This can be attributed to a depleted real time clock. This is most likely due to an extended period of time where the controller was not connected to an external power source. However, when set to the current date and time, the rtc was able to retain the new settings. Per the instructions for use (IFU): the hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU), users are instructed to input the current date and time when setting up both the primary and backup controllers. According to the IFU, controllers are expected to function for at least one year. Controllers with real time clock errors would not likely cause or contribute to death or serious injury. The controller will continue to power the pump. The real time clock has a different power source from the pump parameters display and alarms. This will result in user annoyance with no affect the function of the pump. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A vad coordinator reported that a patient's backup controller was having an issue with the date/time setting. The same issue had been noted at a previous clinic visit and the vad coordinator reset the controller at that time. The patient's controller was noted to have the same issue again and was reset a second time.  The site reported that the patient's backup controller had been last powered up on (B)(6) 2016. There was no reported patient injury associated with this event. The backup controller was exchanged by the vad coordinator.